Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable because the device was manufactured prior to UDI regulations. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions-updated. Additional information h11: evaluation summary _________________ evaluation summary the reported event was loosening of the biopsy inlet piece. No patient harm has been reported to date. A device history record (DHR) review was performed for the affected product, and no deviation or non-conformance was identified. Based on the investigation and repair records, it was considered that repeated mechanical loads associated with long-term use may have resulted in loosening of the components securing the biopsy inlet. The biopsy inlet is a component used to connect with accessories such as puncture needles and three-way stopcocks and is therefore continuously subjected to repeated loads. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified due to the timing of this unit's production prior to UDI regulations, the actual date shipped was confirmed as 23-apr-2015. There were no reworks or concessions. Based on the trend analysis, no significant increase or upward trend in repair complaints related to this failure mode was identified. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 13-feb-2026, pentax medical became aware of an event involving a pentax medical video colonoscope model ec-3890fi2 serial number (B)(6) in germany within the emea region. The component of the instrument channel inlet of the endoscope was found to be loose. This event occurred during reprocessing. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.